Event description:
Sorin group received a report that the stockert electrical venous occluder was not fully occluding the tubing during set up. The clinician elected to use the device for the procedure with a hand clamp as a backup. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert electrical venous occluder. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the stockert electrical venous occluder was not fully occluding the tubing during set up. There was no report of patient injury. Risk management has retained the device for investigation. This medwatch report is being filed in response to this action. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.